Manufacturer narrative:
Correction: on 25-feb-2025, it was noticed the h6. Medical device problem code of "material too soft / flexible (a040608)" was inadvertently omitted from the 3500a initial medwatch report. It has now been added. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 5-feb-2026, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an supraventricular tachycardia (svt) ablation procedure with a vizigo and the dilator advanced too far into the sheath. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection evaluation of the returned device was performed following j&j medtech procedures. Visual inspection of the returned dilator revealed no breakage/damage; however, a slightly bend with stress marks was found close to the hub. Also, the dilator was not found to be in a stuck condition. Then, the vizigo sheath tip was inspected and a ¿bumped¿ condition was observed. The dilator was introduced into the vizigo sheath and it advanced properly into the distal end with no issues. A device history record was performed for the finished device batch number, and no internal actions were identified. Based on the information currently available, a bumped condition at the vizigo sheath tip was identified during the investigation of the sample received. This failure could be related to a potential skin incision size relative to sheath during the procedure; however, this cannot be conclusively determined. The broken dilator issue could not be confirmed. The potential cause of the stress marks could be related to the handling of the device during the procedure; however, this cannot be conclusively determined. The instructions for use (IFU) contain the following information: use fluoroscopy and/or intracardiac ultrasound to monitor the advancement of the catheter and removal of the catheter from the sheath. Move the catheter carefully to avoid cardiac damage, perforation, or tamponade. If resistance is encountered, do not use excessive force to advance or withdraw the catheter through the sheath. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: material and/or chemical problem identified (c06) / investigation conclusions: cause not established (d15) / component code: tip (g04129) were selected as related to the bumped condition found on the sheath tip by bwi pal. Investigation findings: stress problem identified (c0706) / investigation conclusions: cause not established (d15) / component code: rod/shaft (g04112) were selected as related to the bent and stress marks identified by bwi pal. Investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the customer's reported dilator broken advancing too far into the sheath that was reported by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # pc-(B)(4).

Event description:
It was reported that a patient underwent an supraventricular tachycardia (svt) ablation procedure with a vizigo and the dilator advanced too far into the sheath. After advancing the dilator into the vizigo sheath, the caller believes the dilator may have advanced too far, as the dilator became stuck at the distal end of the vizigo sheath. The gray stopper ring on the dilator itself, had advanced into the distal end of the vizigo sheath. The vizigo sheath was replaced and the issue was resolved. The procedure continued with no further issues. There was no patient consequence. There was no damage aside from the dilator not looking correct.